Manufacturer narrative:
(B)(4). Manufacturing date -- 01/16/2015 - 01/22/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was dry. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.